Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30. The device was returned to a third-party service center. During visual inspection of the device, it was determined corrosion in device was observed. The device has been scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there is a corrosion in the device and the connector was completely destroyed. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed."

Manufacturer narrative:
H3 other text : analysis by third- party.